Event description:
It was reported by service report that the restraint straps are worn and the foot end sheet metal was bent and had small cracks on both sides creating exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint straps; foot end skin.